Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The following information was received from (B)(4) and is a spontaneous report by a consumer in the (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer service, the following was reported. On an unreported date in (B)(6) 2012, the patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date in (B)(6) 2012, the patient was hospitalized for the peritonitis. Treatment rendered for the event was not reported. On an unreported date in (B)(6) 2012, the patient was discharged from the hospital and recovered from peritonitis.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number: h11f09054, h11f28047 h11h02022 and h11h18044. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.